Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through review of ¿transarterial treatment of direct carotico-cavernous fistulas with coils and onyx¿. It was reported that reflux of onyx into the parent artery was seen in one case. In this patient, there was displacement of the microcatheter during the injection of onyx. A balloon was not used in this patient. While repositioning the microcatheter, there was embolization of a small quantity of onyx, resulting in subtotal occlusion of m1 segment of the middle cerebral artery (mca). Complete retrieval of the cast was accomplished by using solitaire device. No neurological deficit was seen post procedure or on follow-up at 6 months. Post-operative CT scan did not show any evidence of infarct in the patient. One of the two cases with incomplete treatment developed diplopia 2 days after the procedure. The other case with incomplete treatment lost vision in the post-procedure interval, and ophthalmological examination revealed features suggestive of central retinal vein occlusion. The residual fistula was later treated completely with coils; however, visual loss persisted in the follow-up period (3 months). Ancillary devices: echelon, onyx, hyperglide and axium coils